Event description:
The complainant reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry, the patient was on impella 5.5 support. While on support, the patient endured atrial arrhythmia and was treated with intravenous amiodarone. Further the patient had a cerebrovascular accident. A cat scan on the head showed lacunar infarcts and cerebellar infarct. It was also reported that the patient endured renal failure and treated with creatinine however later the patient passed away before it was resolved. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of vf/vt/af/at, stroke/cva, and renal failure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.